Event description:
It was reported that during an angioplasty procedure, a balloon ruptured and fragmented. It was reported that the 4.0 x 20mm maverick balloon ruptured at a pressure under 6 atms and fragmented. The pt was taken to surgery for removal. During the pt's hospitalization, the pt also developed an infection. The pt's current status was reported as 'well'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.